Manufacturer narrative:
In service was conducted on 11/07/2007 while investigation was being done on accident. It is noted that a partial body sling was being used and was not full body sling. Sling was not manufactured by vancare, inc. Facility was instructed to keep maintenance records and also document a maintenance program on all lifts being used. Various parts were needed for lift; after parts replaced, lift was placed back in service.

Event description:
Patient was being transferred from a chair to bed. Lift was most of the way in the up position, lift wouldn't move. Person doing transfer pushed lift on left side with her foot and also with hand on sling and the lift tipped over. Legs of the lift were in a closed position (should have been in open position). Lift was taken out of service until index arm has been replaced. Health professional did transfer by herself. Sling being used was a sling other than vancare's.